Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Inspection revealed a burst in the balloon material, 7mm in length. Review of the product specification was performed. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over the rated burst pressure (rbp). Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4f sheath was inserted from the same side of the lesion utilizing anterograde approach. The target lesion was located in the below the knee vessel. After a non bsc-guidewire crossed the lesion, a 2.5mmx220mmx150cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5mmx250mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.